Event description:
During a tension-free sling procedure, the patient's bowel was perforated. The condition was not detected until six days post-op when patient reportedly was not recovering or getting better. A CT scan was performed and found the perforation. The patient was taken back to surgery for repair of the colon.